Event description:
It has been identified that this record, mrn 9617229-2023-04794, is a duplicate of mrn 9617229-2023-05855. Please see mrn 9617229-2023-05855 for reportable events.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Manufacturer narrative:
Health effect - impact code 4: f2303, health effect - impact code 5: f2203. Implanting/explanting physician: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Medical staff reported rupture diagnosed by ultrasound and mammography. This relates to the left side. Device has been explanted and replaced.